Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2021) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years ten months and twenty nine days post a port placement, a computed tomography scan performed and it allegedly revealed a rupture in the catheter. It was further reported that the catheter was allegedly found in the ventricle. Reportedly, it was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a groshong catheter in two segments was received for evaluation. Gross, visual, tactile and functional testing were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter that was elliptical in shape and a partial compound break was noted to the proximal end of the distal catheter segment. The edges of the complete circumferential break at the distal end of the attached catheter were noted to be uneven. The edges of the compound break on the distal catheter segment were noted to be jagged. The surface was noted to be round and smooth on both regions. Upon infusion, a leak from the compound break was observed while water exited the distal end. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified deformation and naturally worn issues. However the investigation is inconclusive for the reported migration issue as the reported event cannot be confirmed from the sample evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five years, ten months and twenty-nine days post a port placement, a computed tomography scan was performed and it allegedly revealed a rupture in the catheter. It was further reported that the catheter was allegedly found in the ventricle. Reportedly, the catheter was removed. The current status of the patient is unknown.